Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed normal battery depletion. It was reported that the device had an estimated 1.5 years of battery life left, then three-four months later, it switched to eri (elective replacement indicators). There were no patient complications reported.actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination battery end of life - expected device evaluated and alleged failure could not be duplicated premature eri (elective replacement indicator).

Event description:
It was reported that the device had an estimated 1.5 years of battery life left, then three-four months later, it switched to eri (elective replacement indicators). There were no patient complications reported.